Event description:
It was reported that the user experienced a low blood glucose event to 62 mg/dl while using the ilet with a dexcom g7 sensor and inset 23" infusion sets, treated the hypoglycemia with apple juice and orange juice, then later contacted customer care to complete a field replacement process and was guided to enter weight after sensor warm-up to enable go bionic. Symptoms included hypoglycemia. Outcomes included no health consequences or impact. Investigation included communication with the user and analysis of information provided by the user. Investigation of this case revealed insufficient information regarding a device problem and no findings available related to any specific device component. It was concluded, based on previously established findings for similar reports, that the cause was not established. If the device is returned, a physical evaluation will be performed, and a supplemental will be submitted.

Manufacturer narrative:
Initial.